Event description:
It was reported that a patient experienced air in the patient line of four (4) integrated apd sets w/cassette. This issue was identified during an unspecified process step of automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Device manufacturer location: the device was manufactured at either: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.